Manufacturer narrative:
(B)(4). Device evaluated by MFR: the device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
It was reported that an error message displayed during aspiration. An angiojet® zelantedvt¿ catheter was selected for a thrombectomy procedure in the femoral and iliac veins. When aspiration was almost finished, an error message that there was a kink in the catheter displayed. However, there were no visible kinks. They tried to take the catheter out and start over, but they kept getting the same error. Venoplasty was necessary to take care of the residual clot. The patient status was stable.